Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving infumorph dose and concentration not reported via an implantable pump. The indications for use were malignant pain, bone and breast. The patient¿s medical history was the patient was a cancer patient. On (B)(6) 2019 an infection was reported. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was explant. Per the physician the entire system was removed due to an infection at the spinal incision. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive no injury and no further complications were reported or anticipated.